Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare professional reported via the manufacturer representative that the patient's lead fractured. They were not aware of any factors that may have led to or contributed to the issue. They were unaware of any troubleshooting performed. The lead was replaced and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.